Event description:
During a liver biopsy procedure, the mpa catheter separated and wedged in the hepatic vein. The physician was able to complete the case and the tip was recovered. There was no harm to the patient other than a delay in recovering the tip.

Manufacturer narrative:
After the engineering evaluation of the device, it was determined that the tip separation was due to a tensile-shear failure occurring in the sheath of the catheter, not within the tip material nor at the tip bond joint. Tensile-shear failures can occur with excessive friction, and it appeared that the catheter was pulled around a corner or pinch point placing a significant amount of drag upon the sheath material. This is consistent with the clinician's report that the catheter was used through the introducer and that unusual resistance was noted before the tip separated. The device was not used in the manner described in dfu.